Event description:
The customer reported that the unit was consistently getting a defib failure, cycle power with an error 1 when attempting to charge. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.